Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2022 with blood glucose of 589 mg/dl. The customer's current blood glucose is 385 mg/dl. The customer did experienced symptoms due to high blood glucose such as vomiting. The customer treated high blood glucose with insulin drip. The insulin pump was on auto mode at the time of incident. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer did not allege under delivery on insulin pump. The infusion set cannula was bent. No further patient complications were reported. Troubleshooting was successfully performed however the customer will continue use of the device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.